Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with damaged front and rear housing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log couldn't be downloaded. To further investigate, a power up test was performed. Customer problem was duplicated. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board will be replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was an error 1260 during testing. There was no patient, or clinician injury associated with this event.